Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error 800.8000 account name: advocate illinois masonic medical center account #: (B)(4) asset name: 8015 pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: kevin had error 800.8000 in the logs pcu8015 sn (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I advised kevin to attach an lvp 8100 and run a basic infusion on the pcu to try to replicate the error. If he can replicate the error, he will re-flash poc software on the pcu. If he could not replicate the error, he will complete pm/test on the pcu and put it back in circulation. Ref:_00d30y0yr._5000l1l4cor:ref